Event description:
It was reported that while using the bd macro-vue¿ rpr card test , 2 false positive results were obtained. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "customer has observed that off late they have been facing more reactive samples that is being picked up from their donor pool and when repeated with tppa is negative."

Manufacturer narrative:
Initial reporter address: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: lot : 1335592 catalog 275005 satisfactory results when retention samples were tested for performance using three (3) sera panel numbers of each reactivity. Control lot (2094445) customer batch number (1335592) serum no. 13: all lots showed reactive results at 1:1 to 1:4 and reactive minimal at 1:8. Serum no's; 17 - 20: all lots showed reactive results at 1:1 and reactive minimal at 1:4. Serum no¿s. 25, 32 and 40: all lots showed reactive minimal results at 1:1 serum no's.1, 8 and 10 all lots showed negative results. Visual inspection was performed to retention samples and no discrepancy were found. Batch record review do not show any discrepancy. Sample was not received. Photo only show package of the material. We were unable to reproduce customer experience. Complaint unconfirmed based of retention test results and batch history record. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while using the bd macro-vue¿ rpr card test , 2 false positive results were obtained. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "customer has observed that off late they have been facing more reactive samples that is being picked up from their donor pool and when repeated with tppa is negative."